Manufacturer narrative:
Pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected blank display noted during testing. The power management tool confirmed low battery alarms and then pump error were triggered when backup battery loaded voltage (loaded v lith) was less than 3.5v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with minor scratched lcd window and cracked retainer.

Event description:
The customer reported via phone call that they experienced power system error, low battery alert, and blank display. The customer's blood glucose value was 181 mg/dl. The customer stated that he put in a new lithium battery and the pump died an hour later. The customer stated that the notification light did not stop flashing immediately. The product was returned for analysis.